Event description:
I wore my new coopervision proclear ep contact lenses on (B)(6), 2011 and took them out before bed at 11:00 that night. At 3 am (B)(6) I woke up with unbearable eye pain, swelling, watering, burning and could not barely see or open my eyes. My left eye was the worst. I had my husband take me to the ER that day -(B)(6)- because I could not stand the pain. They said it was a scratched cornea and/or severe keratitis in my left eye and gave me two prescriptions, however I had to go to (B)(6) the next day and several times after that for treatment. I had to close my business for several days and lie in bed with my eyes closed putting two types of eye drops in every hr and ice packs on my eyes. They confirmed it was because of the contacts. I didn't even know about any recalls until after I experienced this and someone I know said they just saw something about recalled contacts. The contacts I bought were not in the recall, but are obviously faulty as well. I have worn contacts -a different brand- for over 20 yrs and never had this issue. Now they say I have severe dry eye and may never wear contacts again! Already gave dates of treatment up to this point, more treatment may be necessary, I have another appointment today (B)(6) 2011. (B)(4) are all on packaging.